Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
It was reported that the ventilator had a battery fault. There was no patient involvement. The customer troubleshot with technical support. It was reported that the unit was out of warranty and the customer was advised to replace the battery. The customer did not provide further information on the repair or service of the device.